Event description:
Caller reported an occlusion alarm, but the alarm number could not be verified in the pump history. Due to the occlusion issue, the customer's blood glucose level exceeded the standard limits, as the device displayed "high," although the specific glucose value was unknown. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy. No third-party assistance was required, and additional technical support was deemed unnecessary as the issue did not recur. The case was subsequently closed by technical support.